Event description:
It was reported that the bottom screen of the external pulse generator worked intermittently and also the touch panel worked intermittently. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. One board connector flex cable is misaligned. One side bail cover is broken. Heart wire contacts are discolored. Keyboard is scratched. Serial number label is torn. Heart lead flex is out of specification.